Manufacturer narrative:
The received deice had the cannula assembly fully deployed. Inspection of the device found no damages or deficiencies that would result in the cannula failing to insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient reported the pod was leaking during the event. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.